Manufacturer narrative:
Additional, changed, and/or corrected data: h.6, h10 visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Email address: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with a non-allergan device.